Manufacturer narrative:
Three unopened 7f safesheath ii introducer sheath kits from lot dp20033 were returned under rga# rg23335/ca. Note: the actual sheath(s) used in the procedure(s) was not returned for evaluation. The customer sent these unopened kits back to be analyzed. According to the event description summary, sheaths were not peeling properly and are having to be cut away. Upon evaluation of the returned sheaths, it was found that the hemostatic valves tore apart as intended and all sheaths peeled along the score line fully and smoothly. Per manufacturing procedure (introducer set, silicone seal slitting) once the cutting cycle is complete, the part will be placed on the machine tray. Remove the seal from the tray and perform a visual inspection using a 10x microscope. Finished center helix cut - verify the helix cut is complete and the seal was severed completely by checking for helix cut on the top and bottom of seal. Additional inspection for split seals. If the work order is for split seals prior to providing qa with the 5 samples, visually inspect and pull test the first 3 seals per section 7.4 seal pull test. If the pull tests are within specification, continue to run the first 5 samples for qa acceptance, visually inspect and submit to qa. Production may continue and seals may continue to be manufactured while pending the completion of the qa inspection. Partial cut - if the seal has a partial cut, ensure the cut did not cut through the full width of the seal (blade did not sever the membrane). Per qa procedure (adelante s2s introducer sheath in-process and final inspection) destructive testing sampling plan ansi z 1.4, special level 4, aql 0.40 reduced break and peel test using samples from fit check as described in 13.3.1, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Per IFU: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Returned device analysis revealed all three sheaths were within manufacturing specifications. The hemostatic valves tore apart as intended and all sheaths peeled along the score line fully and smoothly. According to the device history record, the introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. After review of several complaints reported for peeling issue a trend was identified and CAPA was initiated to further investigate this issue. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
An inventory representative for the cath lab at (B)(6) hospital in naples reported they were having multiple issues with the ss7 model for safesheath ii lot #dp-20033. No additional information available, at this time.